Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 26.8 mmol/l (482 mg/dl) and that the cannula was kinked. The pod was worn between 36 and 48 hours.